Event description:
A total of 2 complaints were received: (B)(4) (catalog #639520an, batch no. (B)(4)) and (B)(4) (catalog # 639521an, no batch #) from the same dentist. The two catalog numbers are both for fluor protector s. Catalog #639520an is for fluor protector s refill 1x7g and 639521an is for fluor protector s refill 3x7g. The first event on (B)(6) 2016 ((B)(4)) occured when the fluor protector s tube burst while dispensing. The dispensing tip become disconnected from the tube and the material splashed on the assistant's safety/eye glasses and t-shirt. During the second event on (B)(6) 2016 ((B)(4), catalog # 639521an) the material burst out of the tube and splashed into the assistants eyes and face.